Manufacturer narrative:
(B)(4). Pump received with cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir compartment. The customer¿s blood glucose level was 245 mg/dl at the time of the incident. Customer was doing a set change and saw damage to the reservoir area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.